Event description:
On (B)(6) 2012 the patient contacted animas alleging that after rebooting the pump to clear an alarm, the keypad buttons would not respond. The patient denied any damage to the keypad. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons were responsive to user presses and had normal spring back and click. During investigation, evidence of contamination was found under the contrast, up, and down key contacts.